Manufacturer narrative:
Evaluation summary: the spider fx embolic protection filter was received loaded through the powercross catheter¿s guidewire lumen. A slight kink was noted in the capture wire of the spider fx. The spider fx was able to be advanced distally out of the powercross catheter. The spider fx was advanced distally out of the powercross due to the powercross guidewire lumen inner diameter is 0.018¿ compatible by design. The spider fx duel ended catheter¿s green delivery end has an inner diameter of 0.040¿, therefore the spider fx could not be withdrawn proximally into the powercross dilatation catheter. Two kinks were noted in the spider fx capture wire along its 320 cm length. The kink 26.5 cm distal of the snap ring was proximal of the powercross dilatation catheter proximal hub. The second kink was 183.5 cm distal of the snap ring. Neither kink had exhibited high resistance when removed from the powercross dilatation catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a powercross pta balloon for treatment in the superficial femoral artery. A spider fx embolic protection device was also used. There was no damaging to packaging and device was prepped as per IFU without issue. It was reported that the physician experienced inflation difficulties. When the physician attempted to remove the balloon following inflation, difficulty was encountered as the balloon would not come back through the sheath. The sheath, wire, pta balloon and the spider fx device were removed as one to successfully complete the procedure. No patient injury reported.